Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. It was noted that the device battery monitoring voltage was 2.7 volts and application of a magnet elicited no response which indicated a lower than expected battery voltage. The device case was opened to facilitate examination of the internal components. The device battery was removed and replaced with an external power source. Detailed analysis of the device hybrid was undertaken. The hybrid was unfolded and microscopic analysis did not identify any conditions that would have caused or contributed to the identified lower than expected battery voltage. Analysis confirmed the inability to interrogate this device however, the root cause could not be identified.

Event description:
Boston scientific received information that the pacemaker was checked few months ago and showed 1.5 years remaining, but it had reached eri several months after. Device was then explanted and was returned for analysis. No adverse patient effects were reported.